Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, a cut in the rover's power cord sheath was discovered and bare wiring was exposed. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device for an unrelated issue. During the evaluation, visual inspection revealed that the power cord was damaged, which exposed bare wiring. The cause of the damage is unknown, but may be the result of mishandling. The rover was fully repaired and returned to use.